Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 5885573 (sn (B)(6)), and the lot met specifications when released . Failure analysis - the complaint was not confirmed: no visible damage to the millar sensor, catheter material or connector. The icp express read 588. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after the microsensor (ID 826631) was implanted (during procedure), the icp showed -99 mmhg in the icp monitor. The issue was detected before implantation site closure and the event did not led to surgical delay. The procedure was completed with a replacement product available. No patient injury reported. The icp monitor used was icp express (ID 826635) and cable used was icp express cable (ID 826636).